Manufacturer narrative:
Batch review performed on 08-aug-2022: lot 1811195: (B)(4) items manufactured and released on 04-apr-2019. Expiration date: 2024-03-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 3 years and 3 months after the primary surgery, the patient came in reporting pain due to a loose cup and the cause is unknown. The surgeon revised the medacta cup and liner with competitor components and revised the medacta head with a medacta head. The surgery was completed successfully.